Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were vertical lines running across the pump touch screen. Reportedly, the display issue did not block any graphics or text. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.